Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture sustained in a fall. A secur-fit stem was revised to a cone conical stem. Rep can provide some event-related pictures, otherwise has confirmed that no further information will be released by the hospital or surgeon.